Event description:
It was reported that a pt underwent an unk surgical procedure and suture was used. The pt experienced an inflammatory reaction with scarring. Add'l info has been requested.

Manufacturer narrative:
(B)(4). (B)(4). Inflammation. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.